Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.

Event description:
A physician successfully completed an xact stenting procedure in the internal carotid artery. A post-operative cerebral view showed a clot in the anterior cerebral. The patient was given an intravenous tissue plasminogen activator (tpa) and taken to ICU. The patient's current condition is unknown.